Manufacturer narrative:
The check of dhrs of the involved lot number did not highlight any pre-existing anomalies of the pieces manufactured with lot number 2023827. This is the first complaint received on the lot number. A final report will be submitted after the investigation.

Event description:
On (B)(6) 2025 during a knee surgery there were issues inserting an lmc tibial liner #5 h12 right - limavit (product code: 6536.54.512, lot: 2023827 - ster: (B)(4). A new device with the same product code and lot number was opened, but also in this second case the device did not insert definitively. In both cases the insert did not fit and remained raised 1mm. To conclude the procedure another, insert physica cr tibial liner (product code: 6533.50.512, lot: 23at3n8 - ster. (B)(4) was implanted and this fit without any problem. The surgery was prolonged by nearly 6/7 minutes. Event occurred in italy.